Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an unknown substance on the catheter is confirmed, but the exact cause could not be determined. Three photographs of a groshong catheter were returned for evaluation. An initial visual observation of the first returned photograph showed an unclear groshong catheter with what appeared to be a stylet inside the catheter. A white line could be seen along the catheter, but it is unclear in the first photograph whether the line was caused by the lighting. An observation of the second returned photograph showed a groshong catheter with its inlaid stylet held by gloved hands. A small, white line was observed along the catheter. The third returned photograph showed a closer image of the groshong catheter with its inlaid stylet. The white line could be seen appearing to run longitudinally along the catheter. The substance of the white line could not be identified in the returned photographs. There were no distinguishing features in the photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during the gradual introduction of the groshong catheter into the body, a foreign body was visible to the naked eye, so the catheter was withdrawn and replaced with a new PICC implant. No other information was provided.

Event description:
It was reported that during the gradual introduction of the groshong catheter into the body, a foreign body was visible to the naked eye, so the catheter was withdrawn and replaced with a new PICC implant. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.